Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that they called back reporting the same issue as previously, noting their bladder issues had gotten worse and one day they had to use the bathroom every 15 minutes. Patient called back at a later date with their external equipment to ask help changing programming due to therapy concerns. They were able to confirm therapy was on and increase to 7.4 volts during the call, they noted they were not feeling stimulation or they were feeling it very little. They said they had a bad fall in april. Recommended patient follow up with managing physician to discuss therapy concerns, fall, and lack of stimulation sensation. The patient called the following day to report that after increasing the day prior they started to feel pain in their bladder. With assistance, the patient decreased stimulation from 7.5 to 7.3 and the pain stopped. It was noted the patient had their next hcp appointment in march.

Event description:
Additional information was received from the patient. They reported that they were asked to clarify the return of symptoms; they stated the EKG was going all over and the doctor and 2 nurses kept working on it for 45-60 minutes. They gave up and told the patient to get a different machine. They changed machines and it was resolved. They said the cause of not feeling stimulation or feeling it very little was not known, but changing the machine resolved this as well.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that they have been experiencing a return of symptoms "within the last 6 months". Patient stated had an EKG around that time and that's when the bladder issues started. Patient reported "keeps pouring out and I go every 1.5 hours or 2 hours". Patient reported they have been up all night to use the bathroom. Patient stated symptoms are worse than they have ever been. Patient attempted to connect to ins but only had new equipment for pacemaker. Patient stated may have accidentally sent equipment for ins to rep when returning old pacemaker equipment. The issue was not resolved through troubleshooting. No further patient complications are anticipated or expected as a result of this event.